Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : according to the information received, "the pta instrument was received at the central sterilization service, during the traceability process, it was verified that the status of the trays and lid was already deteriorated: lid and broken trays, with holes and glue, oxidized mills". The product was not returned to depuy synthes, however photos were provided for review. The photo investigation revealed that the surface of quickset ace grater head 38mm had traces of foreign substance, but it is not possible to confirm that the device was rusted based on available evidence. Based on the available evidence, a definitive potential cause could not be determined. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was unconfirmed as the observed condition of the quickset ace grater head 38mm would not contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : the device lot number is unknown, therefore a device history review could not be performed. If the lot/serial number becomes available, the record will be re-assessed.

Event description:
The pta instrument was received at the central sterilization service, during the traceability process, it was verified that the status of the trays and lid was already deteriorated: lid and broken trays, with holes and glue, oxidized mills.

Manufacturer narrative:
Product complaint # (B)(4). B3: date of event is an unknown date in 2023. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.